Event description:
It was reported via repair work order that the stretcher had intermittent zoom due to a malfunctioned load cell, a malfunctioned pcb box and damaged communication cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.